Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.2 failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.2 had failed and required maintenance for a pocket. A field service engineer (fse) guided the customer to perform troubleshooting techniques with rebooting the station after which additional assistance was provided to address the pocket issue and reset the affected storage space. Following these steps, the drawer functionality was restored, allowing the customer to successfully recover the storage space. Validation was completed by having the customer access and use the pocket multiple times without recurrence of the issue. The system functioned as intended after the field service engineer guided the customer to resolve the issue.